Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump under infused. It was reported the residual volume was zero however there was reportedly a large volume of medication remaining. Per reporter the end users pump was replaced, and infusion was completed, reportedly the end user did not receive the full dose in the ordered time frame. No adverse patient effects were reported. No additional information is available.

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump under infused. It was reported the residual volume was zero however there was reportedly a large volume of medication remaining. Per reporter the end users pump was replaced, and infusion was completed, reportedly the end user did not receive the full dose in the ordered time frame. No adverse patient effects were reported. No additional information is available.